Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis indicates the reported issue of excessive heat could not be verified. A pre-repair temperature test could not be performed as the motor was running rough and loud. The handpiece could not be repaired due to graphics being out of specification. The handpiece will be scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The handpiece has not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the em210 handpiece had excess heat. There was no patient impact.